Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that no clip was loaded. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Type of procedure: ni. Event description: brief factual description: endoscopic clip applier doesn't reloaded. Additional information provided by [healthcare professional] on 29jul2024 via email: the error report did not include the patient/surgeon information or the author of the report. We have the date, but there were several cases that took place this date. Since there is no patient information provided, I am unable to verify. I would surmise that there was no injury. Patient status: no patient injury. Intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: ni. Event description: brief factual description: endoscopic clip applier doesn't reloaded. Additional information provided by [healthcare professional] on 29jul2024 via email: the error report did not include the patient/surgeon information or the author of the report. We have the date, but there were several cases that took place this date. Since there is no patient information provided, I am unable to verify. I would surmise that there was no injury. Patient status: no injury. Intervention: ni.